Event description:
It was reported that rv lead would not engage in header block of the device. The device was attempted and not used and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.